Event description:
The patient's family member called lifescan and alledged that the patient's meter was failing the check strip test. Medical affairs spoke to the patient with the assistance of the language line interpreter. The patient stated that the day before the event, the patient tested on their meter and obtained a result of 57 mg/dl. The patient did not take their insulin that day. The patient did visit the clinic, which did not test their blood sugar, they only told the patient to drink a lot of water. The following day, the patient obtained a result of 376 mg/dl on their meter. The patient visited their local pharmacy, they tested the patient blood sugar on their device and the result obtained was 414 mg/dl. The patient was taken to the hospital, where the blood glucose result was 551 mg/dl. The patient did not take their insulin after testing; the patient just went to the pharmacy. The patient was admitted and monitored for two days. The patient performed two check strip tests (75 and 78), both failed (range is 79-105). The meter was cleaned according to the owner's manual and the check strip was in good condition. Based on the information provided, there is evidence of meter malfunction. On the day of the event, the patient obtained a high result, for which the patient sough assistance. The medical devices used were also high. A replacement meter is being sent.